Manufacturer narrative:
All operating currents are within specification. No unexpected low battery or off no power alarms noted. Unit passed functional test including displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. Unit functioned properly. No prime anomalies noted during testing. The insulin pump passed the delivery accuracy test. Unit received with minor scratched lcd window, cracked reservoir window corners, cracked reservoir tube lip, cracked belt clip slot and cracked battery tube threads. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call high blood glucose levels and hospitalization. Customer¿s blood glucose level was 487 mg/dl. Customer felt dehydrated, vomited and treated their high blood glucose level via insulin drip. Customer went into the hospital on (B)(6) 2017 at 10:30 am. Customer advised they were unable to rewind and prime because of the no delivery alarm. Customer advised the reservoir viewing plastic was damaged. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.